Event description:
It was reported that venous closures of three access sites in the right common femoral vein was attempted with one prostyle device at each access site after an electrophysiology ablation interventional procedure using a 9f sheath at the proximal access site and an 8f sheath at the middle and distal access sites. Reportedly, cuff misses [suture retrieval issues] occurred with a prostyle device at each access site. A new prostyle device was used to achieve hemostasis at all access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.